Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not recall when the alleged power issue began. The patient informed the cca that she manages her diabetes with insulin (self adjusts). The patient confirmed she continued her usual diabetes management regimen after the issue started. However, reported that on an unspecified date/time, after the issue began, she felt shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that subject meter powered on when a test strip was inserted; however, did not power on manually with button press. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter power issue started.